Event description:
It was reported that this right ventricular (rv) lead exhibited increase thresholds. An x-ray was performed with indication that this lead appeared to have been dislodged. A lead revision is expected at a future date. This lead remains in service. No adverse patient effects were reported.